Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test and occlusion test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. The test minilink transmitter with the glucose sensor simulator and the test blood glucose meter communicates properly to the pump. Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that the sticker on the back was faded and it can not read it. Blood glucose was 140 mg/dl. The insulin pump will be returned for analysis.